Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was provided for further investigation. Based on the analysis of the log file the reported device failure 54.0001 could be confirmed. The device failure 54.0001 indicates a deviation of the auxiliary alarm system. This system is automatically and periodically tested by the safety software of the device. In case of a detected deviation, the corresponding alarm will be raised. The ventilation and monitoring functions of the device are not affected by this issue and continue as set. The device reacted as specified to the detected deviation. The faulty components were replaced by the dräger service, and the device was tested and confirmed to be operating as per manufacturer´s specification. Based on the available information, we do not consider the case to be reportable, as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence.

Event description:
It was reported that during ventilation of a patient with chronic obstructive pulmonary disease the device displayed the alarm message "device failure 54.0001". Reportedly, the user was unable to eliminate the alarm and the device could not be used. The device was replaced. It was reported that the patient's body function and the patient's treatment process were impaired. Additional information: other than initially reported, it was determined during further communication with the customer that the reported event caused no health consequences to the patient.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going

Event description:
It was reported that during ventilation of a patient with chronic obstructive pulmonary disease the device displayed the alarm message "device failure 54.0001". Reportedly, the user was unable to eliminate the alarm and the device could not be used. The device was replaced. It was reported that the patient's body function and the patient's treatment process were impaired.